Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/07/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed fiber on the lens. The complaint reported was verified. Ftir analysis: the lens was submitted for analysis by fourier transform infrared (ftir) spectroscopy in order to characterize the material. Ftir analysis indicates cellulosic material (e.g. Cotton, rayon, lint, paper, wood, cardboard). The results were evaluated by the subject matter expert (sme) where it was stated that lenses have exposure to this type of material. The data was reviewed and no indications of cycle deviations that could be associated to the event were identified. In addition, the 100% inspection data was reviewed and no control deviations had been observed. Indirect exposure to this kind of component may occur as cellulose is a component commonly found on paper, cotton, rayon, lint, wood, or cardboard. Potential direct and/or indirect exposure to cellulose is possible; however the manufacturing data confirms no process that may lead to visible debris/particle deposition on the lens that may be undetected by our control process. Therefore, the source of the debris/foreign material could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was debris on the intraocular lens (iol) prior to insertion or loading. There was no patient contact. Another iol of the same model and diopter was used. There was no incision enlargement and no sutures. No additional information was provided to abbott medical optics.